Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there was no allegation against the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as there was no allegation against the device. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision procedure 6 years and 9 months post implantation due to the liner fracturing at the locking ring. There was metal transfer onto the ceramic femoral head and evidence that the head had been rubbing on the interior of the acetabular shell. Ambulation was limited by pain. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10:00630505036 item name liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot # 63353645. 00877503602 item name bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 lot # 2844194. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03621, 0009613350-2023-00696. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.